Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 3 malfunction events(s), where it was reported the devices experienced cot falsely engages into fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results) 1 device: fastener / device migration 1 device: chassis/frame / device migration 1 device is pending evaluation. Evaluation results findings (components/results) 1 device: insufficient information / results pending completion of investigation there was no remedial action taken. This device is not labeled for single use.